Event description:
This report summarizes 5 malfunction events in which the device had a component detach. - 5 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 8 events were previously reported during the reporting quarter; however,  - 3 events were reported in error. - 5 previously reported events are included in this follow-up record. Product return status 5 devices were received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 8 events were reported for this quarter. Product return status: 1 device was received. 7 device investigation types have not yet been determined. 8 devices were not labeled for single-use. 8 devices were not reprocessed or reused.

Event description:
This report summarizes 8 malfunction events in which the device had a component detach. 8 events had no patient involvement; no patient impact.